Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic area pain,pelvic'), device dislocation ('migration'), salpingitis ('acute salpingitis / chronic salpingitis') and oophoritis ('oophoritis') in a 22-year-old female patient who had essure (batch no. B76529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, abdominal pain, bloating, pelvic cyst, unspecified noninflammatory disorder of vagina and uterine pain. Family history included cardiovascular disease, unspecified, diabetes mellitus and breast cancer. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 for contraception as well as amoxicillin (amoxil), hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2014, ibuprofen, ketorolac tromethamine (toradol), metronidazole (flagyl), naproxen sodium (anaprox) from (B)(6) 2014 to (B)(6) 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2014 to (B)(6) 2015. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 1 day after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression,psychological injury") and anxiety ("psychological or psychiatric problems condition: mental anguish, psychological injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and hypersensitivity ("allergy"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of essure devices). Essure was removed on 20-mar-2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, dysmenorrhoea and hypersensitivity had resolved and the device dislocation, salpingitis, oophoritis, device expulsion, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, oophoritis, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- essure device placed into right tube followed by the left tube. Coils on left: 17. Discrepancy: priviously reported hsg test with essure device was successfully occluded in current fu patient reported she did not undergo an essure confirmation test. Patient received treatment for: pain, bleeding , urinary tract infection, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: tubular echogenic structures within the left fundal portion of the uterus and right adnexa likely reflect essure devices. Mild-to-moderate free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via patients medical record: salpingitis and oophoritis. Lot number: b76529, manufacturing date: 2013-10, expiration date: 2016-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic area pain,pelvic'), device dislocation ('migration'), salpingitis ('acute salpingitis / chronic salpingitis') and oophoritis ('oophoritis') in a 22-year-old female patient who had essure (batch no. B76529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, abdominal pain, bloating, pelvic cyst, unspecified noninflammatory disorder of vagina and uterine pain. Family history included cardiovascular disease, unspecified, diabetes mellitus and breast cancer. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as amoxicillin (amoxil), hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2014, ibuprofen, ketorolac tromethamine (toradol), metronidazole (flagyl), naproxen sodium (anaprox) from (B)(6) 2014 to (B)(6) 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 1 day after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression,psychological injury") and anxiety ("psychological or psychiatric problems condition: mental anguish,psychological injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and hypersensitivity ("allergy"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, dysmenorrhoea and hypersensitivity had resolved and the device dislocation, salpingitis, oophoritis, device expulsion, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, oophoritis, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- essure device placed into right tube followed by the left tube. Coils on left: 17. Discrepancy: priviously reported hsg test with essure device was successfully occluded in current fu patient reported she did not undergo an essure confirmation test. Patient received treatment for: pain, bleeding , urinary tract infection, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: tubular echogenic structures within the left fundal portion of the uterus and right adnexa likely reflect essure devices. Mild-to-moderate free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via patients medical record: salpingitis and oophoritis. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the events pertaining to pain, bleeding, allergic reaction and urinary/bladder problems updated to recovered/resolved. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic area pain'), salpingitis ('acute salpingitis / chronic salpingitis') and oophoritis ('oophoritis') in a (B)(6) year old female patient who had essure (batch no. B76529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, abdominal pain, bloating, pelvic cyst, unspecified noninflammatory disorder of vagina and uterine pain. Family history included cardiovascular disease, unspecified, diabetes mellitus and breast cancer. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as amoxicillin (amoxil), hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2014 to (B)(6) 2014, ibuprofen, ketorolac tromethamine (toradol), metronidazole (flagyl), naproxen sodium (anaprox) from (B)(6) 2014 to (B)(6) 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2014 to(B)(6) 2015. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 1 day after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression ") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and oophoritis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the salpingitis, oophoritis, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, oophoritis, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- essure device placed into right tube followed by the left tube. Coils on left: 17. Discrepancy: priviously reported hsg test with essure device was successfully occluded in current fu patient reported she did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Ultrasound pelvis on (B)(6) 2014: tubular echogenic structures within the left fundal portion of the uterus and right adnexa likely reflect essure devices. Mild-to-moderate free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via patients medical record: salpingitis and oophoritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and mr received: lot number was added. New events: abnormal bleeding (vaginal, menorrhagia), urinary tract infection, migration of essure device location of device: uterus, depression, mental anguish , salpingitis and oophoritis were added. Concomitant drugs and conditions were added. Reporters were added. Patient's demographics were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic area pain,pelvic'), device dislocation ('migration'), salpingitis ('acute salpingitis / chronic salpingitis'), oophoritis ('oophoritis') and genital haemorrhage ('general abnormal bleeding') in a 22-year-old female patient who had essure (batch no. B76529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, abdominal pain, bloating, pelvic cyst, unspecified noninflammatory disorder of vagina and uterine pain. Family history included cardiovascular disease, unspecified, diabetes mellitus and breast cancer. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as amoxicillin (amoxil), hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2014, ibuprofen, ketorolac tromethamine (toradol), metronidazole (flagyl), naproxen sodium (anaprox) from (B)(6) 2014 to (B)(6) 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 1 day after insertion of essure. In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression,psychological injury") and anxiety ("psychological or psychiatric problems condition: mental anguish,psychological injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and hypersensitivity ("allergy"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of essure devices and salpingectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, abdominal pain, dysmenorrhoea and hypersensitivity had resolved and the device dislocation, salpingitis, oophoritis, device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, oophoritis, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- essure device placed into right tube followed by the left tube. Coils on left: 17. Discrepancy: previously reported hsg test with essure device was successfully occluded in current fu patient reported she did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2014: tubular echogenic structures within the left fundal portion of the uterus and right adnexa likely reflect essure devices. Mild-to-moderate free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via patients medical record: salpingitis and oophoritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added : dysmennorhea (cramping), abdominal pain, general abnormal bleeding, allergy, migration. Outcome of the event pelvic pain was changed from recovering/resolving to recovered/resolved and outcome of urinary tract infection was changed from unknown to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic area pain'), salpingitis ('acute salpingitis / chronic salpingitis') and oophoritis ('oophoritis') in a 22-year-old female patient who had essure (batch no. B76529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, abdominal pain, bloating, pelvic cyst, unspecified noninflammatory disorder of vagina and uterine pain. Family history included cardiovascular disease, unspecified, diabetes mellitus and breast cancer. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2014 to (B)(6)2014 for contraception as well as amoxicillin (amoxil), hydrocodone bitartrate;paracetamol (norco) from (B)(6)2014 to (B)(6)2014, ibuprofen, ketorolac tromethamine (toradol), metronidazole (flagyl), naproxen sodium (anaprox) from (B)(6)2014 to (B)(6)2015 and valaciclovir hydrochloride (valtrex) from (B)(6)2014 to (B)(6)2015. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 1 day after insertion of essure. In (B)(6)2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and oophoritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of essure devices). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain was resolving and the salpingitis, oophoritis, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, oophoritis, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- essure device placed into right tube followed by the left tube. Coils on left: 17. Discrepancy: previously reported hsg test with essure device was successfully occluded in current fu patient reported she did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6)2014: tubular echogenic structures within the left fundal portion of the uterus and right adnexa likely reflect essure devices. Mild-to-moderate free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via patients medical record: salpingitis and oophoritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.